Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. It was reported that the physician deployed the bifurcate in a short renal to distal aorta length aorta. The contralateral gate "jailed off" in the right iliac artery and wouldn't open. Cannulation and snare attempts were unsuccessful.. The patient was converted to an aui and a fem-fem by-pass was completed. The patient did well. No additional clinical sequelae were reported. The physician stated that the event was device and procedure related.

Event description:
The length of the lowest renal to the distal aorta was ~75 mm and the contralateral gate deploys at 74 mm. When the physician deployed down to the gate, the gate remained constrained because it didn¿t have enough room in the aorta to deploy. Because the gate didn¿t deploy, the physician was not able to pass a wire thru and thus, had to use an aui device and a fem-fem bypass.

Manufacturer narrative:
(B)(4).